Event description:
It was reported, "patient, due to cerebral hemorrhage, one limb hemiplegia, long hospitalization period, the head nurse of this department placed the tube on (B)(6) 2020, and the catheter appeared after the tube was placed in the case of breakage, continue to use after trimming the catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter was confirmed but the cause is unknown. A photo of a 4fr s/l groshong catheter was returned for evaluation of this complaint. The catheter was inserted into a patient¿s arm and was secured with a transparent dressing. No suture wings were seen attached to the catheter. The catheter contained a complete circumferential break in the catheter tubing. The break in the tubing occurred near the proximal section of the device, a couple or few centimeters distal of the strain relief oversleeve. Microscopic, tensile, and dimensional analysis could not be conducted without the physical sample. Therefore, the exact root cause could not be determined at this time. Based on the description of the reported event and evaluation of the photo, possible contributing factors include tensile (pulling) forces, sharp instrument damage, or material fatigue.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3596 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx3596) have been reported from the same facility in (B)(4).

Event description:
It was reported, "patient, due to cerebral hemorrhage, one limb hemiplegia, long hospitalization period, the head nurse of this department placed the tube on (B)(6) 2020, and the catheter appeared after the tube was placed in the case of breakage, continue to use after trimming the catheter."